Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: total hip ball 28mm +5 hip femoral head; duraloc const liner 50x28 hip acetabular liner with duraloc dynamic lock ring 50mm hip acetabular liner locking ring; unknown hip acetabular cup; unknown hip femoral stem.

Event description:
It was reported that the patient has a right total hip with aml stem and duraloc cup. The patient had a constrained liner implanted in april and has dislocated. The ring to the liner was over the neck of the stem. The surgeon decided to remove the cup and implant another with better version. The stem was retained and is well fixed. Doi: (B)(6) 2018; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.